Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0921, awareness date 28-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2007. Consumer reported that in 2011 she had an ablation performed due to constant bleeding. She also experienced constant bloat, pelvic pain, headaches, blurred vision, rashes and chronic fatigue. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and had an ablation performed due to constant bleeding. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Genital bleeding and menses pattern changes are frequent in women with essure in place. In this case, four years after essure insertion, the consumer had an ablation performed due to constant bleeding. She also experienced other non-serious events. Given compatible temporal relationship and event's nature, causality with essure use cannot be excluded and since this event led to a required intervention (endometrial ablation), this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
The product technical complaint (ptc) investigation and final assessment were received on 20-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and had an ablation performed due to constant bleeding. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Genital bleeding and menses pattern changes are frequent in women with essure in place. In this case, four years after essure insertion, the consumer had an ablation performed due to constant bleeding. She also experienced other non-serious events. Given compatible temporal relationship and event's nature, causality with essure use cannot be excluded and since this event led to a required intervention (endometrial ablation), this case is regarded as incident. Since no product was returned and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.